Event description:
Pt underwent an abdominal hysterectomy in 2003. Three days later the pt presented with a wound dehiscence. Surgeon opines that the suture broke. Surgeon used a running continuous closure. Pt was returned for surgical repair. At the time of reoperation, it was reported that the initial closing suture was broken.